Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance and remove through the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.